Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 09/2013. Electrode belt (B)(4): 06/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event while in the hosp. The pt was treated at 00:47:48. The rhythm at the time of the treatments was atrial fibrillation (70 bpm) with pvcs. Multiple counting of tall t-waves contributed to the false detection. The pt did not use the response buttons during the event. The pt remained in the hosp and continued to use the lifevest.